Manufacturer narrative:
Patient information requested but not provided.concomitant medical products - cartridge: model pscst30, lot cm01846.occupation of initial reporter is unknown.removal and replacement of intraocular lens. Incision enlargement. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after implanting the intraocular lens into the patient''s eye, the trailing haptic appeared to be missing requiring removal and replacement of the intraocular lens. In doing so the incision was required to be enlarged. No patient injury reported.

Manufacturer narrative:
Additional info: type of report: recall. Recall number: z-1123-2014. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The visual inspection of the returned sample was inspected at 10x microscope magnification. Visual inspection reveals scratches on the optic, one haptic attached to the lens and, a piece of the lens edge where the other haptic (loop) could have been attached is broken (iol torn). The corresponding haptic was not received. The returned lens sample has surfaces residuals (debris/particles) compatibles with handling the lens such as during the implant and explant process. The alleged report of defect in the initial report due to ¿trailing haptic missing¿ was verified due to the lens edge that was broken and the corresponding haptic was not received. The defect for iol torn was confirmed. The product did not meet specifications. However, the investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process. The manufacturing records were reviewed and the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.